Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with moderate calcification and mild tortuosity. The 2.5x12mm nc trek neo balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and there was no resistance when the protective sheath was removed. The bdc was advanced without resistance, however, the balloon ruptured during the first inflation at about 10 atmospheres (atms). There was no resistance during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.